Event description:
It was reported that the patient had an inappropriate shock post implant due to oversensing of noise via air bubbles. The therapy was programmed off to wait for the air to subside. Technical services advised some testing and programming options. The system remains implanted. There were no additional adverse patient effects.